Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed, and failure analysis (fa) investigations confirmed the customer reported complaint. Fa found the primary failure of instrument input disk broken to be related to the customer reported complaint. The instrument was found to have an input disk broken. Input disk #6 was found completely detached from the base of the housing and was not returned with the instrument. The input disk component consists of ultem material insert molded over a steel pin. The insert molding process results in residual stress in the plastic portion of the input disk. These residual stresses can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks, and may cause the input disk to break and separate from the instrument. If the input disk is fully broken, then the instrument can fail to engage. The issue is immediately detectable by the surgeon due to loss of instrument functionality. The complaint was confirmed by fa, which indicates that the device did contribute to the customer reported issue. Additional observation(s) not related to the customer reported complaint include: the instrument was found to have thermal damage on bipolar yaw pulley. The instrument found to have sign of thermal damage next to one of the bases of the bipolar forceps grip. The unit passed electrical continuity test and there were no signs of damage to the conductor wire.

Event description:
It was reported that during a da vinci-assisted burch colposuspension surgical procedure, the fenestrated bipolar forceps instrument had a broken movement disk. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the customer confirmed thermal damage was not observed. There was no arcing observed during the procedure. A monopolar curved scissors (mcs) instrument was also in use at the time. The patient did not experience any injury or adverse event during or after the procedure.